Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm as well as had a blank display. The customer¿s blood glucose level was 126 mg/dl. The customer states that he was unable to rewind his pump with screen indicating to resume his basal but reservoir tubing is greyed out. The customer states today he removed the battery from his pump during the blank display troubleshooting but when re-inserting the same battery he received a failed battery test and the pump did not alarm with replace battery now. The customer declined to troubleshoot for failed battery test. The insulin pump will not be returned for analysis.